Event description:
It was reported ventricular tachycardia and cardioversion occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). After completion of the transeptal puncture (tsp) the patient experienced occasional premature ventricular contractions. The closure device was deployed and the patient went into the ventricular tachycardia. Cardioversion was performed and the patient returned to sinus rhythm. The procedure was successfully completed and the patient was discharged one day post index procedure.